Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed an incoming test step because its heart wire connector and heart wire block were dirty and/or contaminated. They were cleaned and the step rerun 10 times and all passed. Analysis further noted that the upper and lower cases, two side bail covers, the ring cover and the battery drawer were broken, the battery release, heart wire contacts and keyboard pad were contaminated, the battery contacts were compressed. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.